Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer: lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +2.0/+4.5/x095 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found no visible damage to lens and foreign material on lens surface. Conclusion: the anterior endothelium chamber depth (acd) is below 3.0mm and per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. User facility is the incorrect report source, should be distributor. (B)(4).